Event description:
The customer called technical support (ts) reporting that the device display is black and alarming intermittently. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up when issue occurred. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer requests unit to be serviced. The field service engineer (fse) confirmed the reported problem. The fse replaced the power management board and ui assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called technical support (ts) reporting that the device display is black and alarming intermittently. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up when issue occurred. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer requests unit to be serviced. The field service engineer (fse) confirmed the reported problem. The fse replaced the power management board and ui assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed user interface (ui) assembly was returned to the manufacturer for failure investigation (fi). Visual inspection of the ui revealed no evidence of damage or contamination. The fi technician installed the ui into a fi ventilator to duplicate the reported issue. Customer complaint not verified. No fault found.